Event description:
The recipient was reportedly hospitalized due to extreme dizziness following revision surgery. The has since been discharged with no other medical complications. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's dizziness has reportedly improved. Additional information regarding treatment details were not provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.